Event description:
Device was set to infuse epidural morphine. The device was connected to pt and activated. Read-out indicated that drug was infusing but in fact was not. This occurred over an 18 hr period.